Event description:
It was reported the guidewire uncoiled and broke off inside the patient during an insertion. Vascular surgery was consulted and guidewire fragments were removed from the patient's artery. The patient's condition was reported to be critical at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire uncoiled and broke off inside the patient during an insertion. Vascular surgery was consulted and guidewire fragments were removed from the patient's artery. The patient's condition was reported to be critical at the time of this report.

Event description:
It was reported the guidewire uncoiled and broke off inside the patient during an insertion. Vascular surgery was consulted and guidewire fragments were removed from the patient's artery. The patient's condition was reported to be critical at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheterization device for analysis. Signs of use in the form of biological material was observed on the guide wire, inside the needle hub, and inside the catheter body. Visual analysis revealed that the guide wire was completely advanced through the needle cannula and through the entire catheter body, which had been deployed off the cannula. The guide wire was severely unraveled. Further analysis confirmed that the distal weld was no longer present on the coils. Microscopic analysis revealed that the catheter tip was folded inwards. This damage appears consistent with retracting a damaged/unraveled guide wire back through the extrusion during use. Two major holes were also observed on the catheter extrusion. The guide wire unraveling/separating likely contributed to the damage observed on the catheter body. The guide wire length from the handle to the point of separation on the core wire measured 4 5/8" which is not within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. This indicates that the core wire likely did not separate directly adjacent to the distal weld; however, this cannot be confirmed without the separated portion of the guide wire also returned for analysis. The guide wire outer diameter (in an area not affected by the unraveled coils) measured .45mm which is within the specification limits of .432mm-.457mm per the guide wire product drawing. The catheter body total length measure 2.75" which is within the specification limits of 2.715"-.2.755" per the catheter product drawing. The catheter body outer diameter measured .0445" which is within the specification limits of .0440"-.0470" per the catheter extrusion product drawing. The guide wire inner diameter measured .031" which is within the specification limits of .031"-.034" per the catheter extrusion product drawing. The cannula outer diameter measured .0280" which is within the specification limits of .0280"-.0285" per the cannula product drawing. The cannula inner diameter measured .019" which is within the specification limits of .0190"-.0205" per the cannula product drawing. A lab inventory guide wire with a diameter of .018" was inserted through the returned cannula and catheter. Little to no resistance was observed as the guide wire was able to pass completely through both. Performed per IFU statement "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. Firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel". A manual tug test confirmed that the proximal weld was secure and intact within the handle. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a separated guidewire was confirmed through complaint investigation. Visual analysis revealed that the guidewire was advanced through both the cannula and the catheter and was severely unraveled/ separated. The separated portion of the guide wire was not returned for analysis. Additionally, the guide wire length was not within the specification limits, therefore, the core wire separated approximately 0.5" from the distal weld; however, this cannot be confirmed without the separated portion also returned for analysis. The catheter and the cannula met all relevant dimensional and functional requirement, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report that the damage was observed during use and the appearance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.